Event description:
Information received by medtronic indicated that the customer had a low reservoir icon. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the displacement test was passed and the customer reporting time remaining in the status screen was not accurate. The pump will be return for analysis.

Manufacturer narrative:
Patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (24 units). 4 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. Please see below for pump errors/alarms noted 1 week prior to the event date 16-nov-2022 in the formatted history file. Pump error 130 alarm was recorded and found in the formatted history file on: 11/11/2022 08:16:26.000. 11/16/2022 13:37:08.000. 11/16/2022 14:10:29.000. No reservoir alarm (66) was recorded and found in the formatted history file on: 11/16/2022 15:59:36.000. No reservoir alarm (66) was expected if there is no reservoir in the pump or the reservoir is not properly locked into place. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Low reservoir anomaly was not confirmed. However, pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor a. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.